Event description:
6/13/94 epidural catheter inserted at l1-2 with subcutaneous tunneling for left low back pain, hip and leg pain. Infusion started in pain clinic. Later that evening subcutaneous swelling was noted. Appeared after testing the catheter with normal saline that there was a hole in the catheter probably as a result of the tunneling. 6/13/94 epidural catheter was removed intact. On 6/14/94 a new epidural catheter was inserted at l2-3 under sterile condition and placed subcutaneously. Patient was discharged home in satisfactory condition. Device was discarded and is not available for evaluation.